Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, inserted under direct visualization, vasoview hemopro 2 c-ring broke at the beginning of the case when harvester initially extended it. Does not believe there was any engagement of c-ring. A second evh kit was opened to complete the case without further incident. No altered plan. Harvester confirmed through visual inspection that no pieces fell into the patient. Delayed only by opening 2nd evh kit. No patient effect or harm.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 08/09/2023. An investigation was conducted on 08/15/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on both the returned harvesting device as well as on the cannula. There were no visual defects observed on the harvesting device. The cannula handle was observed to be intact. The c-ring was observed to be transected and melted down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000319862 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.